Event description:
It was reported that a physician observed that the battery voltage of an implanted pacemaker as measured by telemetry was lower than it should be based on the length of time the pacemaker had been in service. The physician requested the actual night measurement. The pacemaker was explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that a physician observed that the battery voltage of an implanted pacemaker as measured by telemetry was lower than it should be based on the length of time the pacemaker had been in service. The physician requested the actual night measurement. It was later reported that the pacemaker entered elective replacement indicator (eri) before it was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to high battery impedance logged on (B)(4)-2010, prior to explant. Ramware version 8 installed on (B)(4)-2010. High battery impedance, causing eri. Analysis of the device found the eri is the result of high internal battery resistance.